Manufacturer narrative:
Device will not be returned for evaluation. (B) (4).

Event description:
During a meniscal repair, t2 was missing from the device, it was confirmed that t1 was not removed from the pt.